Event description:
On (B)(6) 2022, genmark was advised of unexpected negative results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. The unexpected negative results were generated during the initial product evaluation of the eplex rp2 panel. Data was analyzed per internal procedures and confirmed robust signals were generated suggesting the consumable performed as expected and no targets were detected. A separate nasal sample was tested on an unspecified quidel sophia antigen assay which resulted in the detection of influenza b and sars-cov-2. Genmark was advised that the negative eplex rp2 results were not communicated to the physician and there was no impact to patient treatment.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91182583 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #15370.